Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data collected from the device was provided and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. It was also reported that an x-ray showed the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.